Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the customer had channel error. A visual inspection showed that the right iui connector was corroded which was resolved with replacing the right iui. Also, replaced both of the pressure sensors to clear the channel error and recalibrated the instrument and it passed all of its preventive maintenance. There was no patient involvement.